Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. (B)(6) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised due to pain. (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information for the left hip and the dor for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.